Event description:
It was reported that following an esophageal stenting treatment procedure stent fractures occurred. An ultraflex ng covered esophageal stent 23x12 had been implanted to treat an unspecified stricture. At 6 days later, it was discovered that the stent appeared to have several "breakages" in the lower area of the stent. The pt denied further intervention due to shortened life expectancy and has returned home. The pt is able to pass fluids, experiences "no pain, but the feeling of pressure".

Manufacturer narrative:
Device analysis: the complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.